Manufacturer narrative:
The product in question was discarded and is unavailable for investigation. A root cause could not be established in this case. Pericardial effusion is a potential clinical risk associated with the flexcath cross device, which is the same as the risk of a procedure performed with similar competitive devices. Additional information will be provided in follow-up report once it is available.

Event description:
It was reported that after completing the cryo ablation portion of a procedure, the physician intended to switch to radiofrequency (rf) for additional ablation lines; however, a significant pericardial effusion was observed on intracardiac echocardiography (ice). A pericardiocentesis was subsequently performed. The case was completed with cryo. No further patient complications have been reported as a result of this event. Per follow up it was noted that the patient had a thoracotomy done one month prior to the procedure. A transesophageal echocardiogram (tee) was performed prior to the procedure and the effusion was not noted until the cryo portion of the procedure was complete.

Manufacturer narrative:
Additional information: b5.

Event description:
Physician additionally stated that a determination could not be made if any products or part of the procedure was contributory to the pericardial effusion.